Manufacturer narrative:
Investigation summary: one photo of an unused primary set, model 2420-0500, was received from the customer. The photo was not of the sample used in the reported event and served to indicate that the separation occurred at the connection between the silicon pumping segment and the upper fitment. However, since no sample or photo of the used sample was provided for failure investigation, the customer's complaint that tubing became disconnected could not be verified. A device history record review for model 2420-0500 lot number 20083013 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12aug2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. (B)(4).

Event description:
It was reported that a as lvp 20d dehp 2ss cv experienced leaking, component separation, and flow issues during use. The following was reported by the initial reporter: "it was reported that the medication had difficulty priming down tubing, then the rn noticed a large leakage from the pump and the tubing became disconnected within alaris channel. Verbatim: "bd alaris pump infusion set 2 smartsite y-sites event date: (B)(6) 2021. Ref# (B)(4). Lot # (10)20083013 expiration date: 8/12/2023 description: re-primed new bottle of medication into two port IV tubing. Initially, medication had difficulty priming down tubing; it would not flow. Had to assist medication priming by squeezing chamber. Once medication was primed, rn attempted to connect tubing to patient. Rn noticed large leakage from alaris pump; IV tubing became disconnected within alaris channel. The tubing became disconnected where the tubing sits within the alaris channel and the blue plastic piece that sits above the channel. Medication was wasted and new equipment acquired. The tubing separated in the channel. Not sure how it became damaged or if it was that way prior to opening package.""